Event description:
It was reported that the pump showed the error code1660. There was unknown patient involvement, and no patient harm reported.

Manufacturer narrative:
One device was returned for evaluation in good condition. Visual inspection found the device was in good condition. Functional testing confirmed the customer's reported problem that it alarmed lec 1610. Review of the event history log was not applicable. Service history review identified that the device has not been in before for repair related to the customer stated problem. The investigation was not able to determine the cause of the issue. The main board will be replaced.